Event description:
The facility representative reported to (B)(4) customer service that the ipump device delivered at a rate of 11.3ml/h instead of 10ml/h. This was found during bio-med testing, with no patient involvement. The bio medical engineer admitted to using another manufacturer's flow meter and not the up-to-date version of the baxter service manual or the appropriate gravimetric test while testing for accuracy.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation for the reported overinfusion. During baxter's evaluation for accuracy, the baxter service technican confirmed an overdelivery. The device delivered at 10.7ml/hr instead of the acceptable range of 9.29ml/hr - 10.67ml/hr due to a malfunctioning mechanism assembly. The mechanism assembly was replaced to correct the reported condition. The device was tested per procedure and the device was returned to the customer.